Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to discrepancy between sensor glucose and blood glucose values that lead to sensor updating, change sensor and calibration not accepted alerts. The customer reported a blood glucose value of 18.2 mmol/l was treated with pump. The event involved product(s) sensor mmt-7040c2. Troubleshooting was performed for sensor glucose vs blood glucose. The blood glucose value was 18.2 mmol/l, and the sensor glucose value was 10.8 mmol/l at the time of the event. The sensor glucose and blood glucose difference was not within the target range of glucose difference. Troubleshooting was performed for sensor alerts. Instructed customer to discuss the area of insertion of the sensor with their health care professional. No further patient complications were reported. Product return for mmt-7040c2 is not expected.